Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, uterovaginal prolapse, and voiding dysfunction. It was reported that the patient had the concurrent procedures of abdominal supracervical hysterectomy and bilateral salpingo-oophorectomy, abdominal sacrocolpopexy, and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion (unk), extrusion(unk), urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia (unk), neuromuscular problems (unk), vaginal scarring and other. (Note: ¿unk¿ designated on plaintiff profile). It was reported that the patient underwent mesh revision/explant on 09/13/2010 due to small bowel obstruction. (Exploratory laparotomy with correction of small bowel obstruction). (B)(4).